Event description:
The event description was reported as: during a laparoscopic nephrectomy, the clip broke as nurse was picking it from the cartridge. She then took a new clip without incident. No patient injury reported.

Manufacturer narrative:
"Sample has been requested, but received in time for this report." The results of this investigation are not available at the time of this report. A follow up report will be sent when investigation is completed.